Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the clip on the pump case was not strong enough and kept falling off the customers clothing. As a result the infusion set was pulled out multiple times. The customer's blood glucose was 109 mg/dl. The customer inserted a new infusion set and resumed insulin delivery.